Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels from 300 to 400 mg/dl. The customer's mother also stated that the customer recently had a low blood glucose level of 30 mg/dl. Customer's mother also reported that the night before the call, the customer was taken to the hospital and treated for diabetic ketoacidosis and pneumonia. Blood glucose level at the time of the emergency room visit was 212 mg/dl. The customer's mother was unable to troubleshoot as she did not have the insulin pump with her at the time of the call. The customer's mother will not return the device for analysis.